Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl: cause was unknown. The customer went to the emergency room and was treated with juice to treat bg level. The customer left the ER in a stable condition.